Manufacturer narrative:
Clarification to section d: this event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. Further information from the reporter regarding event, product, or patient details will not be provided as no additional information is available.

Event description:
Physician reported "rupture" on an unknown side. The device has been explanted.